Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that antegrade femoral nail (afn) for femoral shaft fracture was being used. During the procedure the reamer irrigator aspirator system (ria) drive shaft failed to engage in ria reaming head. Initially the scrub nurse tried to assemble the instruments but these would not engage. The surgeon then took over and was able to only partially engage the shaft and the head but could not attach the locking clip although the clip needed to be attached. The reamer head and drive shaft tip both broke in patient. The tip was retrieved due to synream guide rod in place. The surgeon was able to complete the surgery using an alternate synream. There was no harm to the patient. There was a report of a fifteen minute surgical delay. This is report 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.